Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Upon investigation, the j704 connector was pulled from the strain relief. The cause of the pulled connector was a pulled cable. The root cause of the pulled cable was excessive force. There is no indication that the pulled connector caused or contributed to the event. The pulled connector likely occurred when the electrode belt was removed from the patient. Monitor sn (B)(4) was returned and evaluation is underway at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient experienced an appropriate defibrillation event consisting of one treatment shock while at a rehabilitation facility. It was reported that the patient was not conscious and ems was attending to the patient during the event. The patient received an appropriate defibrillation at 07:32:33 am on (B)(6) 2016. The rhythm at the time of the treatment was vf. The post shock rhythm was 19 seconds of asystole with intermittent cardiac activity transitioning to CPR artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was taken to the hospital where he later passed away on (B)(6) 2016.

Manufacturer narrative:
Additional information - device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the open resistor caused or contributed to the event as the device was able to properly detect and treat an arrhythmia. Device evaluation summary: belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Upon investigation, the j704 connector was pulled from the strain relief. The cause of the pulled connector was a pulled cable. The root cause of the pulled cable was excessive force. There is no indication that the pulled connector caused or contributed to the event. The pulled connector likely occurred when the electrode belt was removed from the patient.

Event description:
Additional information -- device evaluation. A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient experienced an appropriate defibrillation event consisting of one treatment shock while at a rehabilitation facility. It was reported that the patient was not conscious and ems was attending to the patient during the event. The patient received an appropriate defibrillation at 07:32:33 am on (B)(6) 2016. The rhythm at the time of the treatment was vf. The post shock rhythm was 19 seconds of asystole with intermittent cardiac activity transitioning to CPR artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was taken to the hospital where he later passed away on (B)(6) 2016.